Event description:
A manufacturer¿s field service engineer was dispatched to service a device. There was no harm or injury reported. During the evaluation the device failed an active exhalation verification test step. The device's solenoid and proportional valve were replaced to address the issue. Final testing was performed, and the device passed all testing. The device was returned to clinical use.